Manufacturer narrative:
Additional devices implanted and/or related to this event: plc201400/(B)(6) UDI: (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported: on (B)(6) 2025, the patient underwent treatment of an abdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported that on (B)(6) 2025, follow up images revealed a distal type I endoleak. The physician reintervened and during the reintervention, the aneurysm sac ruptured. The patient coded and expired. No further information is available. The gore associate was not at the reintervention.